Manufacturer narrative:
A complete analysis and testing of 1 opened and used sof sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to low readings. Analysis is unable to confirm the insertion needle complaint due to the insertion needle was not returned.

Event description:
It was reported that the customer had low blood glucose levels of 50mg/dl. The customer also mentioned they had bleeding past the rubber after removing a sensor. The customer also stated that blood got into the connector bridge in the transmitter. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.